Manufacturer narrative:
The insulin pump alarmed during rewind, problem isolated to the mother board. Unable to perform the displacement test due to alarms. Motor passed motor test. The insulin pump had a scratched display window.

Event description:
It was reported that the insulin pump has alarmed and customer cannot move past rewind. Displacement has failed. Advised customer that the insulin pump will be replaced. Nothing further reported.